Event description:
It was reported that this patient experienced erosion of the cuff of an artificial urinary sphincter (aus). All components were previously removed. Patient was subsequently reimplanted with another aus. Additional information was requested, however, no further information is available at this time.